Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections and scanning electron microscopy (sem) analysis were performed on the returned device. The reported suture break was confirmed as a needle to cuff miss/suture retrieval issue. In addition, the analysis of the returned device found a posterior foot break and was not returned with the device. The location of the foot is unknown. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6fr sheath, after a coronary diagnostic procedure. Reportedly, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.